Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months post filter deployment, computed tomography angiogram chest revealed central weblike filling defect in the right pulmonary artery which represented a chronic residual thrombus. Similar weblike filling defects were seen proximally in the right upper and right lower lobe pulmonary artery branches. There were eccentric filling defects in the lateral aspect of the left pulmonary artery with weblike filling defects in the lower lobe arteries and branches. There was more centrally located filling defect located in the right lower lobe which may represent acute pulmonary embolism versus chronic embolism. Seven days later, another computed tomography (CT) revealed there was a cylindrical filling defect in the inferior vena cava consistent with a large thrombus. The thrombus was above the inferior vena cava filter. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year post filter deployment, the patient was diagnosed with thrombus above the filter and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.